Event description:
It was reported that during a procedure to treat a target lesion in the mild to moderately tortuous and heavily calcified right coronary artery, the lesion was prepared using an atherectomy device. The 4.0 x 12 mm nc trek dilatation catheter was then advanced toward the target site; however, due to the anatomy, resistance was felt and the shaft of the nc trek kinked several times, then separated in 2 pieces, about 6 inches from the hub. The physician was able to pull the separated segment from the anatomy. The physician then advanced a 4.0 x 18 mm xience alpine to the target lesion and the stent was deployed without issue. There was no clinically significant delay and no adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation and kinks were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.